Event description:
A nurse reported that the laser was disabled during a surgical procedure. A system message was displayed and the staff was unable to clear the message. The procedure was successfully completed with a backup system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).